Event description:
It was reported that the pt had an anchorage cp plate that had been implanted previously and one of the proximal locking screws backed out since the implantation was done as well as one of the cp cross plate screws. Surgeon removed both screws and put in new screws in the 2 holes. Surgeon used 3.5mm screws on revision. Original anchorage cp plate was ok.

Manufacturer narrative:
Device was retained by the hospital. If the device or additional info becomes available it will be reported on a supplemental report. Same pt event as MDR 8031020-2012-00240.